Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as access site complications, perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access may require repair and are known potential adverse events associated with the transapical thv procedure. Per the literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with the review of complaint history, revealing that most apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device was discarded at the hospital.

Event description:
During a (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, bleeding from the sheath puncture site was reported. Percutaneous access was obtained from the right femoral artery and the valve was deployed, per instruction. After the 14fr esheath plus was removed, lower limb angiography revealed bleeding from the sheath puncture site. Hemostasis was achieved with an 8 mm balloon. Angiography confirmed that there was no problem, and the procedure was completed.the cause of the bleeding was unknown. Perclose devices were used but the physician did not comment on the cause of bleeding. No resistance was noted during sheath insertion and removal. Further information was not able to be obtained.